Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: one sample was received and evaluated. It has no plastic shield. The needle is out of the needle hub. The needle was analyzed with a 30x magnifier lens. It has insufficient epoxy. It has about 50% of the outer needle diameter covered with epoxy. As part of the investigation, 100 samples were taken from the production safetyglide line and inspected for epoxy application; they all were good; they have 100% epoxy coverage. Three photos were provided. One photo shows a needle assembly connected to a syringe; the needle assembly has the needle pulled out of the hub. The two other photos show what appear to be shipping labels. A device history review could not be completed as no batch number was provided. Complaints received for this device and reported condition would continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for the identification of emerging trends. Investigation conclusion: based on the investigation and sample analysis, the symptom reported by the customer is confirmed. Lot# unknown. A device history review could not be completed as no batch number was provided. Root cause description: after the needle is assembled to the plastic hub, the epoxy is applied. It could have happened that the epoxy applicator got clogged and didn¿t use enough epoxy. Rationale: based on the investigation and sample analysis the symptom reported by the customer is confirmed. Since no product and lot# is available no trending is possible to analyze. A review of the applicable fmea/peura (rm863) indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation.

Event description:
It was reported that the unspecified bd safety glide¿ needle separated from the hub during use. The following information was provided by the initial reporter: "I have no additional information. The needle was kept, but with no other details. The syringe/ needle worked as expected. But when ed staff went to activate the needle shield the needle came out of the hub."